Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device lot number unavailable. UDI not available. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the patient was transferred off the magnetic resonance imaging (MRI) table and back onto it. After being transferred back to the MRI table and returned to the MRI room, upon placing the front of the coil on the base of the coil over the frame, there was a concern the laser fiber had become broken just at the point where it exited the anchor bolt because of becoming kinked. Saline was run through the cooling catheter and it was determined that the cooling catheter itself was not broken. However, because of the concern the laser fiber was broken, the laser fiber was removed and replaced with a new laser fiber down the cooling catheter using sterile technique. After the tip of the laser fiber was felt to hit the end of the cooling catheter, it was backed up one millimeter so that the cooling could circulate around the tip of the laser fiber. The site then proceeded with the MRI scans. The procedure was completed and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.